Event description:
During deployment of a 20mm amplatzer cardiac plug (acp) a pericardial effusion was detected. The acp was retracted and removed from the patient. Pericardiocentesis was succcessfully performed and the bleeding was stopped. The suspected cause of the effusion was the amplatzer torqvue 45 x 45 delivery system. Another acp was not implanted and the patient was in stable condition following the procedure.

Event description:
During deployment of a 20mm amplatzer cardiac plug (acp) a pericardial effusion was detected. The acp was retracted and removed from the patient. Pericardiocentesis was successfully performed and the bleeding was stopped. The suspected cause of the effusion was the 10f amplatzer torqvue 45 x 45 delivery system. Another acp was not implanted and the patient was in stable condition following the procedure.

Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.